Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that per the (B)(6), the battery socket came loose like an eye ball. An elective controller exchange was performed and controller was exchanged. It was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a loose ps1 connector. Also, the serial port cap was found missing and is not related to the reported event. (B)(4) did not have the software maintenance release (smr) update installed. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of the returned controller, (B)(4), experiencing a display failure could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. On (B)(6) 2015 at 14:29:18, a controller power-up event was logged. This indicates that the controller was reconnected to a power sources after both power sources were disconnected from the controller. The last data entry before the controller power-up event occurred at 14:08:40 while the controller was connected to (B)(4) on power port 1 and no power source was connected to power port 2. (B)(4) capacity was logged at 64%. The previous data entry, which occurred at 13:53:38, shows that the controller was connected to (B)(4) at 67% and 99% capacity, respectively. After the controller power-up event, there is no subsequent motor start event or further data entries. This corresponds with the reported event details, which state that the patient switched to a backup controller. A controller power-up event occurs on (B)(6) 2015 at 11:25:41, but there is no subsequent motor start event or data entry, indicating that the controller was only briefly connected to power. (B)(4) had not received an smr upgrade. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.